Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. As the reported event was unconfirmed a device history record review was not required. However, a device history record review was completed before unconfirming the event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during the pretest, sterile water leaked from the connection between the syringe and the inflation valve of the foley catheter. There was no damage found visually, and the water leaked from the valve mentioned as backflow. No materials possibly came into contact with the catheter. As per the follow up information received on 31jul2023, clarified that the backflow mentioned in the source document was leakage from the valve. As per the notification received on 14sep2023, there was a tear observed and the water leaked from the silicone catheter funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, sterile water leaked from the connection between the syringe and the inflation valve of the foley catheter. There was no damage found visually, and the water leaked from the valve mentioned as backflow. No materials possibly came into contact with the catheter. As per the follow up information received on (B)(6) 2023, clarified that the backflow mentioned in the source document was leakage from the valve.